Event description:
It was reported that the patient was admitted for right atrial (ra) lead revision due to loss of atrial capture. Review of chest x-ray showed that both right atrial (ra) and right ventricular (rv) leads were dislodged. There was significant redundancy in the pocket, and it was suggested that the patient was the cause of the dislodgement. Both leads were explanted and replaced. The patient was stable pre, during and post.